Event description:
It was reported that the customer had elevated blood glucose levels (approximately 300 mg/dl). Reportedly, the customer changed the infusion site and blood glucose levels were stabilized. Troubleshooting was performed and pump passed delivery system check. Customer was unable to provide infusion set manufacturer.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. The reported issue was due to the infusion set. Tandem does not manufacture infusion sets.